Event description:
During a pre-clinic review of the patient's ecog it was observed that there were some ecogs that have artifact that is often associated with lead fractures. There was an observed change to flat signal on the lead interspersed with high amplitude artifact. Palpation of lead (right depth lead, secured with a dog bone with lead protection) leading to signal change on live ecog was performed and confirmed the activity.the physician removed detection and stimulation from the affected lead. It is unknown what caused or contributed to the lead break . The lead was replaced on (B)(6) 2024.

Manufacturer narrative:
(B)(4). Pending return of the explanted device for investigation.